Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product support specialist went through the troubleshooting steps and advised the customer of possible causes and remedies of an inoperable touchscreen. The customer was unable to replicate the reported failure and informed resmed that the fault was most likely due to a user error. The customer stated they would contact resmed if the issue reoccurred. Resmed has attempted to make contact with the customer for further information regarding the complaint, however, no contact has been made. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.